Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted along with diagnostic laparoscopy, left ovarian cystectomy, anterior and posterior mesh due to stress urinary incontinence, pelvic organ prolapsed and pelvic pain.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, cystocele, pelvic pain , pop and dyspareunia. It was reported that patient underwent cystoscopy, excision of vaginal mesh and repair/revision of vaginal flap on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/21/2017 additional narrative: it was reported that following insertion the patient experienced mixed urinary incontinence.